Event description:
Additional information was received from the patient indicating that for 3 days their ins would stop and start. They noted their ins is only 3 years old. The patient also noted that they are hurting bad. They made an appointment with their healthcare provider for (B)(6) 2016. They stated that then their ins is working, it solves all of their problems, but it quit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that about two weeks ago, they starting shutting off/work for an hour or two and shut off and a couple of days ago it stopped altogether. The patient had been using the patient programmer and trying to adjust stim to help their pain but no longer felt stim despite trying a, b and c. The patient had gone to the casino a couple of times with their mother, but reported no electro magnetic interference (emi) environmental exposure. The patient checked their device with the programmer and group b was at 6 with stim on. The patient did not feel stim, and did have ability to change stimulation. This did not resolve the issue. It was noted that it was intermittent about two weeks, and stopped altogether end of (B)(6) 2016. Other relevant medical history includes spinal pain and rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.